Event description:
It was reported during a laparoscopic cholecystectomy while exchanging instruments the white ring from the inner gasket of the 511st dropped into the abdominal cavity. The surgeon was able to remove the ring and the case was completed with new 511st. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition, ab)conforming; inner gasket condition, a)nonconfb)conf; outer gasket condition, a)cut b)conf; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional test & results: flapper door functional, ab)conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "white ring from the inner gasket of the 511st" became dislodged from its original position from sleeve (a). The inner gasket was rec'd complete. No deformity could be identified on sleeve (b). Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.